Event description:
At the routine pump refill appointment on (B)(6) 2014, the expected residual volume was 4.7ml; the actual residual volume was 7.5ml. At the last refill, the volumes were off by 0.3ml. The actual residual volume was typically very close to the expected residual volume. The patient was doing fine; there were no complaints of the therapy being ineffective or not working. As this was the first discrepancy greater than 2ml and the patient was not having symptoms, the hcp (healthcare professional) planned to monitor the patient¿s therapy and recheck at the next refill in 21 days. The hcp was going to call back if another volume discrepancy was noted at that time. The device system was delivering hydromorphone, clonidine, and bupivacaine. On (B)(6) 2014, the patient reported that the pump had been refilled on (B)(6) 2014. At that time, the pump had 7 ml and the patient thought it should only have had 4.3 ml. The patient was told by their hcp that it was a ptm (personal therapy manager) issue and the patient should get the ptm replaced. The patient had kept a regular diary of the number of boluses given every 3 hours for the last 20 days. The boluses went through and no errors appeared. Per the patient, the ¿physician looked at ultrasound and saw door opening and closing fine of the implant¿. The patient stated ¿the ptm doesn¿t get all the medication out¿. The patient also stated ¿every time he goes in for a refill there is a huge amount left¿. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information later received reported that per the patient the physician wants to have an exploratory surgery but then he would have to pay for that and to get the catheter fixed.

Event description:
Additional information later received reported that the patient was consistently under infusing, though the patient was always within the manufacturer¿s specifications. The 01-29-15 refill actual volume was 6.9ml and the expected volume as 4.8ml, the 12-23-14 refill the actual volume was 6.9 ml and the expected volume was 4.8 ml, and at the 11-22-14 refill the actual volume was 7.5 ml and the expected volume was 4.7 ml. The patient¿s eri was not for 61 months. The healthcare provider was prepared to perform a dye study yesterday but canceled it once she calculated the differences and saw they were within the manufacturer¿s specifications. The patient had not complained of increased pain at all, but was now complaining of pain in his other foot instead of just the right. The healthcare provider did not feel like this was related to the pump, but the progression of the patient pain issues.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the cause of the event was an MRI on (B)(6) 2014. The event was due to a motor stall that recovered after 29 minutes. The pump was stalled from 1336¿1405 on (B)(6) 2014 and underinfusion began after. The stall was caused by the MRI. The patient refused a dye study due to the insurance copay. The patient was last filled (B)(6) 2015 with an expected residual volume (erv) of 2.6 ml and an actual residual volume (arv) of 4.2 ml. There were numerous volume discrepancies reported that were within specifications. The volume discrepancies for arv is greater than erv are as follows: (B)(6). There was another volume discrepancy on (B)(6) 2015 with the arv 2.7 ml and the erv 4.7 ml. The patient was receiving adequate relief. The patient recovered without permanent impairment. If additional information is received, a follow-up report will be sent.